Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections were normal with no anomalies found.